Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image did not change after pressing the fluoro button on the 9900 system (poor image quality). The system had to be rebooted. There was no report of patient injury.